Event description:
It was reported that the lead was explanted due to high capture threshold and low sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.